Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the lot number is not available.

Event description:
The type of this complaint is armd. On (B)(6), tha revision took place because of armd. The patient had undergone primary tha for oa ten years ago. Four years ago from now, the patient had the revision for possible armd and the liner and the head were replaced. Then the second revision took place this time and the surgeon replaced all the products in question with replacements. During the surgery, black substances were found around the implants in question. The complainant has requested the investigation of this substances. The surgical delay has not been reported. The patient is now under observation for a full recovery.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the reported devices confirms off label use. The acetabular liner was cemented into a non-mating acetabular cup. Because of the mismatched liner/cup combination and the presence of cement within the cup, the liner cannot seat down into the cup without protruding approximately 0.5 inches above the rim. This positioning would increase offset, allow for greater shear load across the liner, and possibly promote impingement. One edge of the liner is obviously worn, likely from impingement with the neck of the stem. The porous coating on the cup appears to have been well integrated with bony tissue. The femoral stem exhibits extensive damage to the lateral shoulder and matching damage, from possible impingement, is found on the acetabular cup. The femoral stem male taper shows no indication it was engaged after ten years of reported implantation. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The root cause is attributed to off-label use. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.